Event description:
The reporter contacted animas on (B)(6) 2012, alleging that the patient had been swimming in the pool and upon exiting noticed that the pump had water underneath the keypad and the keypad was not functioning. The patient decided to discontinue use of the pump. The patient tried changing the battery; however the keypad remained unresponsive. The patient did not check their blood glucose levels and did not have a backup plan with them. The patient was instructed to obtain a backup plan. There is no indication that a blood glucose excursion has occurred. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn and was peeled completely off the pump; all key contacts were found to be missing. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the keypad buttons and the audio bolus button were not able be tested due to missing key contacts. The pump failed the leak due to missing keypad. The pump was opened and no corrosion or moisture was found.